Event description:
Over the last 3 years we have had continual problems with our philips mr 400 and ip5 for MRI use. Looking back at the case history, in (B)(6) 2024, this issue was first reported and verified by philips fse and sent in for evaluation (case# (B)(4)) with no problem found. Then, in (B)(6) 2025, a case was opened (case# (B)(4)) regarding a "software configuration invalid" message. It was recommended by philips tech support that the software be upgraded to the latest version. When the fse arrived, he found that the software was already at the latest version with no problem found. In (B)(6) 2025, the shutting down issue happens again (case# (B)(4)), and this time philips tech support recommends replacing the display assembly. Now it is suggested we replace the mr400 parameter pcba. If the display assembly and parameter pcba (printed circuit board assembly) are truly issues, then why wasn't this found during the evaluation of the device? Pt code: 4582. Device codes: 1112, 4019. Ref: mw5186983.